Manufacturer narrative:
The pod was found to function as intended without causing any failure to deliver insulin. The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was not fully retracted from the external view. After opening the pod, both the linkage assembly and formed needle got retracted. Score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This led the formed needle to not fully retract. Under close inspection, linkage rivet was found damaged that caused interference between top housing and linkage assembly. This resulted in the needle mechanism failure to fully retract the formed needle after deploying needle/cannula. But it did not cause any damage to fluid path components and did not affect insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment for hyperglycemia, a new pod was applied.